Manufacturer narrative:
(B)(4). Medwatch report #mw5117820. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported via a medwatch report. The report states, "iabp alarming. The alarm was "EKG trigger loss". The balloon was not inflating with each complex. A-line pressures stable. The iabp was on "autopilot" and EKG was showing up on screen. The iabp started alarming "high pressure" and was erratically inflating and deflating. All lines rechecked again from the patient to the pump. Noted nothing wrong. The helium line then flooded with blood. Patient was send to the operating room to replace the balloon". Complaint received from FDA medwatch voluntary report. The reporter elected to not be identified, and teleflex is unable to request additional information. No further complaint or customer details are available.

Event description:
Reported via a medwatch report. The report states, "iabp alarming. The alarm was "EKG trigger loss". The balloon was not inflating with each complex. A-line pressures stable. The iabp was on "autopilot" and EKG was showing up on screen. The iabp started alarming "high pressure" and was erratically inflating and deflating. All lines rechecked again from the patient to the pump. Noted nothing wrong. The helium line then flooded with blood. Patient was send to the operating room to replace the balloon". Complaint received from FDA medwatch voluntary report. The reporter elected to not be identified, and teleflex is unable to request additional information. No further complaint or customer details are available.

Manufacturer narrative:
(B)(4). The reported complaint of multiple alarms was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was unable to be completed as no lot number/serial number was reported. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.